Event description:
It was reported that this patient on peritoneal dialysis (pd) developed peritonitis. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2025, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The pd nurse stated the patient had a pd culture obtained which grew for gram negative bacilli (bacteria not provided). The patient was treated with antibiotic therapy utilizing ceftazidime and vancomycin (dose not provided) intra-peritoneal on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd therapy without any issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to family performing pd treatment for the patient.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique by the patient¿s family performing pd therapy for the patient, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) developed peritonitis. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6)2025, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The pd nurse stated the patient had a pd culture obtained which grew for gram negative bacilli (bacteria not provided). The patient was treated with antibiotic therapy utilizing ceftazidime and vancomycin (dose not provided) intra-peritoneal on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd therapy without any issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to family performing pd treatment for the patient.